Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported the mainframe steering was difficult to turn. No patient death or service injury was reported related to this event.